Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system experienced an accumulation of fluid inside the closed loop stimulator (cls) implant pocket. After consultation with the physician, the entire system was prophylactically explanted the next day. A sample of the fluid was taken which confirmed inflammation due to an infection. Further information was not provided to saluda.

Manufacturer narrative:
Additional information: section d4 - expiration date section h4 - device manufacture date section h10 - manufacturer narrative the cls, lead, and anchor were received at the manufacturer. Saluda personnel were advised that the health care facility took a sample of the reported fluid, which confirmed inflammation due to an infection. Further information was not provided to saluda. The manufacturing records were reviewed. The product met all requirements for release, with no anomalies identified.